Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device had unexpected longevity lasting less than four years. The left ventricular threshold was noted to be very high. The lead remains in use. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5071-35 leads x2, implanted: (B)(6) 2012; a 5866-38m adaptor, implanted: (B)(6) 2012; a 6945-65 lead, implanted: (B)(6) 2001. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.